Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the DHR for batch 25d21ged81, there is no abnormality and no such defect detected at in process and final control inspection. Sample evaluation: received one sample of easypump ii lt 100-50-s-EU/sa without original packaging. The batch number on the big bottom cap of the sample was 25d21ged81. Upon received, no solution was observed in the sample and the sample was clamped. Its filling port was closed with discofix cap, whereas its patient connector was not closed with wing cap. Some white precipitation was observed around the filling port, in the tubing, at the filter, and at the patient connector of the sample. Investigation results: the flow rate report of affected batch 25d21ged81 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between (B)(4). The received sample was weighed and recorded at 61.12g. An unfilled easypump for this article typically weighs 60g, and the retained volume should be 3g. This indicates that the received sample was emptied. Visual inspection was done throughout the received sample. White crystallize residue was found at the received sample. Then, the sample was sent for decontamination. However, the sample was blocked.white crystallize residue was observed on the received sample. The blockage of the received sample during decontamination was potentially due to white crystallize residue observed on the received sample. Due to the blockage on the received sample, flow rate test was unable to performed to confirm the complaint defect. The crystallization / precipitation of drug will affect the flow rate of the sample. The crystallization / precipitation will cause the blockage on the path of the solution. There are some drugs (e.g. 5fu, cefepime) which tend to crystallize / precipitate at some special conditions. The risk of crystallization is given by the drug itself. Some functions of the pump (filter, microbore, glass tube) may be affected when forming high amount of crystallize particle from drug. However, there are some possibilities that can cause fast flow rate to occur during application, such as one or combination factors are listed as below: factor 1: temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from (B)(4). Factor 2: external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Factor 3: folder outer shell according to IFU, the outer layer has to be unfolded properly prior filling. Folded outer shell will act as the external pressure to elastomeric membrane and increase the flow rate of the product. Conclusion: blockage was observed on the received sample. Blockage of the received sample was potentially due to white crystallize residue observed on the received sample. Flow rate test was unable to be performed on the received sample to confirm the flow rate of received sample. Since fast flow rate as per customer description was not observed on received sample, hence we considered this complaint as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k081905.

Event description:
According to the event description: "the diffusers were expected to deliver the medication over a 48-hour period, but in all three cases, the infusion ended prematurely-between 24 and 30 hours after initiation.".